Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced low blood glucose level. Blood glucose level at the time of incident was 49 mg/dl. Customer treated hypoglycemia with food and glucose tablets. It was unknown whether auto mode was active or not. Customer reported audio issues and insulin pump was beeping. The insulin pump will not be returned for analysis.